Event description:
Medwatch report states: pt having revision left total knee. The doctor was using intramedullary drill in tibia, tip of the drill bit broke off in the tibia. No action taken. The tip was left in the bone.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. The fractured surface under magnification showed a shear lip along one edge of the fluted web indicating the drill was subjected to a cantilever load before fracturing. Based on the investigation, the need for corrective action is not indicated.